Event description:
Arthroscopic knee surgery pt was instructed to use cold therapy machine, identified as a nanotherm therapy device, manufactured by thermotek and distributed by team makena. After about 10 days of physician monitored use, pt developed 4th degree frostbite over the knee cap. Nanotherm used from (B)(4) 2009. Diagnosis or reason for use: swelling reduction and analgesic.